Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked reservoir tube lip, a cracked keypad overlay, a broken battery tube threads, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.